Event description:
Crack was found on the inner surface of the grip parts of cutting pliers during inspection of the returned loaner kit from the hospital. There was no report from the hospital about the crack.

Manufacturer narrative:
Investigation results confirmed that one spring component of the pliers had cracked. The crack showed an intercrystalline forced rupture due to stress crack corrosion. The root cause for this event can be attributed to very high compressive forces of the retaining screw.